Manufacturer narrative:
H.6. Investigation: 1 sample was returned to leventon, lot number is unknown. The returned sample was visually inspected and it was confirmed that there was a cut in the tubing. From investigations, it can be concluded that the defect is a random error due to a misalignment between the tube and the inferior part of the body during the assembling process; the tongs at the end of the line could potentially cut the tube by mistake. The misalignment could be caused by a tube more curved than usual or because the station of the machine cannot align the two pieces properly (tube and body). The responsible machine goes through periodic reviews and adjustments during production by our expert staff . As leventon don't have the affected batch number for this complaint, they are unable to specify the actions taken at that time. H3 other text : see h.10

Event description:
It was reported that dosi-flow 10 leaked. This was discovered during use. The following information was provided by the initial reporter: leakage and malfunction.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that dosi-flow 10 leaked. This was discovered during use. The following information was provided by the initial reporter: leakage and malfunction.